Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch when charging and when not charging. Additionally, it was reported that occlusion alarms occurred and that altitude alarms occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.